Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous interventional procedure, a balloon rupture occurred. The 99% stenosed lesion was located in a severely tortuous left superficial femoral artery. After a non-bsc stent deployment, the 4.0 x 60/135 sterling monorail balloon catheter was used for post-dilatation. On the initial inflation, the balloon ruptured at 6 atms. No pt complications occurred. The pt's status was satisfactory.